Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, and scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she was on dialysis. The customer treated with manual injection. The customer stated that the motor error occurred during basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they were able to rewind the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.